Event description:
Stent - lot #9727372 - deployed properly, but device did not open properly, so a second stent - lot #9633556 - was opened, with the same result. Ref #6906 and model upc 12-3/16/95, for both stents.